Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, 8 years of insertion of the left hip hip endoprosthesis, with which until now there was no difficulty, suddenly something fell into the joint, and he could no longer walk. Rtg showed a fracture of the interchangeable neck of endoprosthesis, a surgical revision with the replacement of endoprosthesis (a very complex surgery) will be required.

Manufacturer narrative:
Updated part number.